Manufacturer narrative:
(B)(4). Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. The pump was communicated properly with guardian 2 link and no lost sensor alarm noted during testing. The pump was received with partially broken reservoir tube lip, missing reservoir tube retainer, missing reservoir tube o-ring, cracked battery tube threads and cracked case along the side of the battery tube. Unable to perform displacement test or occlusion test due to broken reservoir tube lip. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the sensor signal was lost. The customer's blood glucose was unknown. The insulin pump will be returned for analysis.